Event description:
It was reported that during a rotablation procedure, a guide wire tip detachment occurred. The lesion was located in the coronary artery. Upon attempting to perform the procedure, a portion of the rotablator guide wire fractured and was retained in the pt's body temporarily. The detached guide wire portion was retrieved from the pt's body later in the day. No further complications or injuries were reported. The pt's status was reported as "stable".